Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the lead was returned in two sections, the tip section showed the helix was retracted. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this right atrial (ra) lead was an attempted implant due to placement difficulties and helix extension issues. The lead helix was unable to be extended despite reaching the recommended numbers of turns per design. As result, the lead was removed and replaced prior to pocket closure. No adverse patient effects were reported.